Event description:
Customer reported discordant troponin results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens representative reviewed sample handling with customer, qc and calibration were passing. Message log was unavailable for review. As stated in our stratus® cs ctni instructions for use (IFU), "patient samples may contain heterophilic antibodies that could react with immunoassays to give falsely elevated or depressed results." The stratus® cs ctni assay was designed to minimize interference from heterophilic antibodies; however, heterophilic antibody could interfere with an immunoassay. As recommended in the stratus cs testpak IFU, a sequential sampling protocol should be used for ctni determinations. Customer has had no further issues. There is no evidence that a siemens product is not meeting specifications.

Manufacturer narrative:
The cause for the discordant troponin results is unknown. Siemens is in process of investigating the issue.